Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) power cord was damaged.  There was no patient involvement.

Manufacturer narrative:
Name and email (B)(6). A getinge field service engineer (fse) verified the issue and replaced power cord reel do to being damaged. As a part of preventive maintenance cardiosave iabp pm services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a